Event description:
The flowmeter was plugged into the wall 02 line in the normal fashion. These flowmeters stay in the wall at all times. No activities were occurring when the flowmeter simply broke. There is a safety catch on the flowmeter as though breakage in this fashion is common. This is the third flowmeter to break in this fashion. The room was unoccupied at the time.